Event description:
See manufacturer# 2182207200904671 for the originally reported info regarding catheter break. Additional info was received. The pt experienced excruciating back pain and "tone was up and down". The catheter broke.

Manufacturer narrative:
(B) (4).